Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Around 7:30pm on (B)(6) 2015, the customer received a result of 480 mg/dl on the aviva system. The customer took 4 units of humalog insulin based on the meter result. The customer stated that "about 15-20 minutes later" she started feeling symptoms of hypoglycemia. The customer felt light-headed and had a headache. The customer tested on the aviva meter and received a result of 30 mg/dl. The husband treated the customer with peanut butter. The paramedics were called and arrived about 30 minutes later. The result on the paramedic's meter was 45 mg/dl. The paramedics treated the customer with a tube of glucose and transported her to the hospital. The result at the hospital was 89 mg/dl. The hospital treated the customer with orange juice. The hospital tested her blood glucose 20 minutes later and received a result of 150 mg/dl. The hospital thought her blood sugar was rising too fast, so they treated her with 3 units of humalog insulin. The hospital tested her blood sugar 20 minutes later and received a result of 92 mg/dl. The customer was then released from the hospital. The customer was not admitted. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.